Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device follow-up. Upon interrogation, the implantable cardioverter-defibrillator exhibited intermittent t-wave oversensing. The device was reprogrammed. The patient was asymptomatic before during and after the device interrogation.